Event description:
It appears the problem is where the cane folds. Once you put weight on the cane the one selection collapses .patient states "I simply took a few steps forward when the cane collapsed. I have attempted several times to see what the problem is but any weight put on the cane causes that section to collapse." Patient says she experienced pain and soreness. She did not seek medical attention. Healthsmart has asked for photos of the item but was not able to get them. Product was not returned for examination. Healthsmart will continue to monitor for trends.